Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were used. The transseptal puncture was performed prior to the use of the was or wds. The physicians believe this initial transseptal puncture caused the perforation in the wall of the right atrium which led to a pericardial effusion with tamponade to develop once the patient pressures stabilized during the procedure. The pericardial effusion was noticed while the was inside of the left atrial appendage and the wds was being loaded. The initial 30mm device was deployed in the laa while the effusion growth was being monitored and anesthesia was treating potential issues. The deployed device did not meet release criteria once deployed. Simultaneously the physicians noted the pericardial effusion had developed into cardiac tamponade and needed intervention. The device was left in the suboptimal position and the physicians did not reverse heparin. A pericardiocentesis was performed successfully. Fluid was drained from the patient. The patient was stable and reevaluated by the cardiology team and the anesthesia team. The pericardial effusion had subsided via negative pressure with a catheter inserted in the pericardium. The physicians then safely performed a full recapture of the device. A new device was prepped, loaded, and deployed successfully and released in the laa. During the deployment of the second device the patient also received 1 unit of blood. The patient was monitored closely overnight with repeat limited transthoracic echocardiograms being performed. The patient remained asymptomatic throughout the stay and felt fine with no signs of an adverse event. The patient was discharged on time the day after the procedure.